Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the issue had been resolved prior to the customer's contact with tandem technical support. The customer declined troubleshooting assistance from tandem technical support.